Manufacturer narrative:
The root cause of the complaint was not determined. It is well documented in the IFU and a known limitation that using this device while on art that it could lead to performance issues with the devices. In this context, patient tested was known hiv positive. Initially it was understood that the patient was on art medication. However, after a second call with clinic it is unknown if the patient was taking art medication. No confirmatory tests was on the patient. This is a combined initial and final medical device report for this event. There won't be any additional follow-up reports to be submitted to this unless requested by the FDA.

Event description:
Customer reported a (B)(6) results with insti (B)(6) antibody test. Patient was known (B)(6) . Initially it was understood that the patient was on art medication. However, after a second call with the clinic, it is unknown if the patient is taking art medication.